Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. The pump passed the self-test and unexpected restart error tests. No unexpected watchdog timeout, external ram crc or unexpected restart error alarms. No blank display was noted. The pump was received with a stripped battery cap coin slot. No backlight was noted due to a problem on the lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, program alarm anomaly, signal too low alarm, damaged battery cap, blank display and back light anomaly. The customer's blood glucose value was 267 mg/dl. The customer was advised to insert new aaa alkaline battery and the display did not return. The customer stated that the backlight did not work. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was returned for analysis.